Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with 280cc mentor memoryshape breast implants and experienced rupture on the right side postoperatively. As a result, the patient is scheduled to undergo device removal on (B)(6) 2021.

Manufacturer narrative:
Additional information: on january 13, 2021, mentor became aware that the patient also experienced bilateral breast cysts. As a result, the patient underwent bilateral device removal and replacement with 350cc mentor memorygel breast implants, catalog number 3544350, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2021. On february 2, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On february 8, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the mentor memoryshape¿ mm 280cc breast implant was found to be ruptured, it was received in two parts. Additionally, siltex cracking was observed in the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).